Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited atrial under sensing, which technical services (ts) determined was potentially related to cross chamber blanking, or general atrial undersensing. This issue resulted in this implantable cardioverter defibrillator (ICD) delivering a single inappropriate shock due to an atrial originated arrhythmia. Ts provided programming recommendations. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited atrial under sensing, which technical services (ts) determined was potentially related to cross chamber blanking or general atrial undersensing. This issue resulted in this implantable cardioverter defibrillator (ICD) delivering a single inappropriate shock due to an atrial originated arrhythmia. Ts provided programming recommendations. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is being submitted to correct a device code. In addition, the impact coding was subsequently updated following the implementation of new codes. This product investigation is still in progress. This report will be updated when product investigation is complete. This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited atrial under sensing, which technical services (ts) determined was potentially related to cross chamber blanking or general atrial undersensing. This issue resulted in this implantable cardioverter defibrillator (ICD) delivering a single inappropriate shock due to an atrial originated arrhythmia. Ts provided programming recommendations. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is being submitted to correct a device code. In addition, the impact coding was subsequently updated following the implementation of new codes. This product investigation is still in progress. This report will be updated when product investigation is complete.